Event description:
It was reported that the patient presented for follow up with loss of ventricular capture exhibited by the implantable cardioverter defibrillator (ICD). The device was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.